Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the usb cable would no longer work to charge the pump. Customer¿s blood glucose level was 220 mg/dl. The customer continued to use the pump for insulin therapy and had manual injections available.